Event description:
During a scheduled preventive maintenance (pm) at customer site, customer had informed the azm technician that during ivtm therapy, the thermogard ivtm system sn#(B)(4) had powered off after the customer noticed the roller pump had stopped. The customer rebooted the thermogard console but continued to powered off. Patient treatment continued with another temperature management. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that "the thermogard ivtm system sn#(B)(4) had powered off during treatment" was confirmed in the system's event log but was not confirmed during functional testing. The thermogard system was turned on, the display was in a blacked-out state and the alarm sounded but after it was turned on again, the issue was not reproduced and performed as intended. Visual inspection of the thermogard console was performed, and no apparent physical damage was observed. The console's event log data review revealed a mid:14 (bg power supply) error message on the customer's reported event date, confirming the reported complaint. Also, a mid:16 (software related) error message was noted in the event log, unrelated to the reported complaint. Zoll service personnel concluded both mid:14 and mid:16 errors were most likely triggered by quick powering off/on the thermogard console, which did not let the system's software have enough time to reset. The thermogard xp ivtm system was repeatedly turned on and off over several days but the reported complaint issue was not reproduce. The system passed all subsequent functional tests, mid:14 and mid:16 errors were not replicated. Following service, the thermogard xp ivtm system passed all testing criteria.